Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon was implanted on an unknown date. On (B)(6) 2025, the patient presented with abdominal discomfort and reflux with progressive worsening of symptoms associated with vomiting. On (B)(6) 2025, a CT scan confirmed a hyperinflated orbera balloon. The balloon was explanted on (B)(6) 2025, and a new orbera intragastric balloon was implanted. No additional patient complications were reported as a result of the event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required. Investigation results summary: the orbera bib intragastric balloon was not returned for analysis. Therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, a response was not received. The customer provided pictures displayed the balloon as colored blue which is due most likely to being filled with methylene blue. Additionally, another picture presents a line that indicates the presence of air in the balloon. Therefore, there is enough evidence to confirm the reported event of ballon spontaneous inflation and device user device issue user eror. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The intragastric balloon system directions for use (IFU) states; the igb is placed in the stomach and filled with sterile saline.; however, the media content includes pictures displaying the balloon as colored blue which is due most likely to being filled with methylene blue. A risk review was completed and confirmed that the events of balloon spontaneous inflation, vomiting, pain abdominal, discomfort, reflux, gi (gastrointestinal), endoscopic procedure, imaging required and device user device issue user eror were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Imdrf code f2203 captures the reportable event of imaging required.

Event description:
It was reported to boston scientific corporation that an orbera intragastric balloon was implanted on an unknown date. On (B)(6) 2025, the patient presented with abdominal discomfort and reflux with progressive worsening of symptoms associated with vomiting. On (B)(6) 2025, a CT scan confirmed a hyperinflated orbera balloon. The balloon was explanted on (B)(6) 2025, and a new orbera intragastric balloon was implanted. No additional patient complications were reported as a result of the event. Note: it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is places in the stomach and filled with sterile saline.